Event description:
It was reported that during a lap cholecystectomy, the clip did not close/form completely. Procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.